Event description:
A customer reported that patient accidentally ingested a few drops of visine for contacts (hydroxypropylcellulose, glycerin) solution after another student placed the product in their drink. One hour after the ingestion, the student started feeling ill. Patient was taken to a hospital for treatment (unspecified). Patient's pupils were dilated. A toxicolgy screen revealed "parasympathetic chemicals" in patient's blood. It is unknown if the events resolved or if patient was discharged from the hospital.